Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient's stimulation was no longer covering his pain. The patient is scheduled reprogramming on (B)(6) 2010. If effective stimulation cannot be recaptured via programming, the physician plans to reposition the lead at a lower vertebrae level. No further information is available at this time. A supplemental report will be filed as necessary.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.